Event description:
It was reported that 5 bd ultra fine¿ pen needles 4mm x 32g had the seal where sterility is compromised (tear drop label). The following information was provided by the initial reporter : material no. 320122 both boxes; batch no. 0142932 and unknown. Consumer reported finding missing paper tabs on the pen needle date of event: (B)(6) 2021 = 4 pen needles. Samples status discard.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd ultra fine¿ pen needles 4mm x 32g had the seal where sterility is compromised (tear drop label). The following information was provided by the initial reporter: material no. 320122 both boxes; batch no. 0142932 and unknown. Consumer reported finding missing paper tabs on the pen needle date of event: (B)(6) 2021 = 4 pen needles. Samples status discard.